Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the pink slide insert did not move forward indicating that there was a needle mechanism failure.

Manufacturer narrative:
The pod was received not deployed. Inspection of the download data found that the pod completed both priming sequences and was deactivated at the end of second prime. Timeouts occurred during priming in tandem with a failure of the rotational sensor to transition, indicating a drive stall occurred. Due to the drive stall, the firing flat and ratchet gear did not rotate enough pulses by the end of second prime to align with the release bar and allow the needle mechanism to deploy. During opening of the pod, the motion caused the drive mechanism to reach firing position and deploy the needle mechanism. The timeouts and drive stall were not replicated during pod rerun. Brass shavings and markings were observed on the leadscrew. It could not be determined whether the brass shavings contributed to the high pulse width and drive stall. The exact cause of the timeouts and drive stall could not be determined.